Event description:
It was reported that the patient developed a pocket infection. The device was explanted and was not replaced. It was also noted that the patient was participating in the crystal af study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.